Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable troponin t stat (short turn around time) result for one patient sample. The initial result was 0.121 ng/ml. The sample was repeated on another analyzer for additional tests and the repeat troponin t result was <0.011 ng/ml with a data flag. The sample was repeated on this analyzer with a result of <0.011 ng/ml with a data flag. The erroneous result was not reported outside the laboratory. The repeat results were believed to be correct. The patient was not adversely affected. The reagent lot number was 12538800 with an expiration date of 01/31/2017. The field service representative found there was an electronic failure of the measuring cell and the measuring cells were not working properly. He replaced the measuring cells and ran performance testing which passed. The customer ran calibrations and qc with all results within acceptable limits. The investigation confirmed high results are typically caused by carryover, contamination, or an issue with the measuring cell. The actions of the field service representative resolved the issue.